Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump history revealed one loss of prime warning associated with zero force. The pump was exercised with no alarms occurring.